Event description:
It was reported that patient had left knee revision due to instability. All implants were removed.

Manufacturer narrative:
The sales rep indicated that there will be no further medical information or implants provided due to hospital and surgeon policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Manufacturer narrative:
An event regarding instability involving a triathlon cs insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no product was returned for evaluation. Medical records received and evaluation: not performed as no medical records were provided device history review: DHR review was satisfactory. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device.

Event description:
It was reported that patient had left knee revision due to instability. All implants were removed.